Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller present with patient reported they are unable to sync handset to ins. Agent walked caller through successful connection. Caller was using the wrong app. While on the call, caller adjusted therapy until it was felt comfortably in the bicycle seat area. Before initiating connection, caller said they had received the handset new on tuesday as the patient lost the old handset. The caller said they attempted to connect yesterday using the wrong app because a "print out" they received instructed them to do so, and did not mention the correct app. Caller did not provide further details.